Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message was received during a sensor session. It was indicated that alternate site insertion occurred, which is off-label usage of the device. The sensor was inserted into the arm on (B)(6) 2019. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.